Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 62 mg/dl and it was addressed with glucose tablets as well as fruit. Reportedly, the customer is new to the pump and wanted to turn on the carbohydrate setting to "on" for when they deliver a bolus. The customer successfully changed the setting.